Manufacturer narrative:
Age, sex, weight and ethnicity: multiple attempts were made to obtain information however, no response was received from customer. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a suction loss during laser and residue/smears on the cone of the patient interface. The procedure was switched to photorefractive keratectomy (prk). No patient injury and/or complications were reported. No additional information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes, returned to manufacturer on 06/28/2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: one (1) opened patient interface was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any smears, residue, debris, loose particles, fibers, smears, or any obvious defects or damage. Functional testing was performed and reported issue not confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.